Manufacturer narrative:
(B)(4).a batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is not available to baxter for an evaluation. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
Complaint 1 of 2. The facility representative contacted baxter to report two intermate units in which both units were broken. Both units were filled with 90 milligrams in 250 milliliters of 0.9% sodium chloride injection. The admixture was prepared and shipped according to local procedures. There were no leaks observed during the processing and packaging. Customer follow up on (B)(6) 2011 indicated that both units were leaking within the overpouch; both units were discarded. There was no patient involvement. There is no further complaint information available.